Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the cylinder and pump were removed and replaced. Upon explant, a hole was identified in the connecting tubing; however, the cause for the crack was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. Visual inspection of the pump noted bodily fluid was contaminating the inside of the pump. The pump condition did not permit performing functional testing; however, the component did pass the leakage test. Both cylinders were visually examined, and leak tested. The first cylinder had wear at a fold in the distal, middle and proximal ends of the cylinder body. Tool marks were present on the proximal end and the kink resistant tubing (krt) has been trimmed down to the input tube junction. The second cylinder had wear at a fold in the middle and proximal end of the cylinder body. The krt was trimmed down to the input tube junction. Both cylinders passed the leakage test. Based on the information available and analysis results, the reported allegation of mechanical anomalies and a crack in the tubing could not be confirmed. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the cylinder and pump were removed and replaced. Upon explant, a hole was identified in the connecting tubing; however, the cause for the crack was not detailed by the facility. There were no patient complications.